Manufacturer narrative:
H3/h6: the probe was returned and analyzed. Analysis found that the returned probe had no apparent physical damage, but with markers attached and fully seated the probe displayed a good geometry error with a high divot error. Although the probe would track, it would not verify with the high divot error. Codes b01, c13, and d02 are applicable. This regulatory report is being submitted due to retrospective review through CAPA 626390. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the probe had a tip deformation. The probe would not pass verification due to an inaccuracy metric of 0.5 millimeters. The tip was deformed and accuracy was not achieved. No patient was present.